Manufacturer narrative:
Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause for the intra-operative suture failure is user applied mechanical forces during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore while pulling through the channel. The graft was fixated with a screw and the surgery was finished successfully. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to do a second surgery.